Event description:
It was reported that a transmitter failed error occurred. It was indicated the patient started their transmitter past the (B)(6) 2023 date, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).